Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high rate pacing to the programmed maximum limit of the device at times when the patient was engaging in low to moderate exertion activities. It was noted that the accelerometer had been previously programmed off for a similar issue and remained off at the time of these observations. The physician reprogrammed device settings and minute ventilation (mv) sensor sensitivity. Shortly thereafter the patient presented once more due to worsening heart failure symptoms. The mv sensor was then manually calibrated and additional programming changes were made. The patient's condition continues to improve and there have been no further instances of high rate pacing since the second device reprogramming. No additional adverse patient effects were reported. This system remains in service.